Event description:
A physician reported that the posterior capsule rupture occurred immediately after iol implantation in the surgery. The iol was explanted, a non-company lens was implanted, and the surgery was completed. The sample was discarded. No health damage to the patient. Additional information has been requested and received stating that causality was unknown. Since the patient had no problems, the doctor refused to follow up further.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause for the reported complaint could not be determined. The response to customer technical inquiries could not be provided due to the lack of sample availability. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).